Manufacturer narrative:
The solyx single incision sling system was visually examined. The delivery device was returned with the tip of the device broken off at the base. Follow up with the territory manager present during the event confirmed that the tip broke off after attempts were made to straighten the tip. The most probable root cause of the event was determined to be operational context.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling placement procedure. According to the complainant, the first mesh carrier was implanted in the patient's right side successfully. Following implantation of the second carrier, the physician determined the tension to be inadequate. The physician then removed and reloaded the first carrier (right side) onto the delivery device. Upon attempting to redeliver the first carrier, the delivery device tip came into contact with the pubic ramus bone and the tip bent. The physician completed the procedure with another solyx single incision sling system. The patient's condition following the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling placement procedure. According to the complainant, the first mesh carrier was implanted in the patient's right side successfully. Following implantation of the second carrier, the physician determined the tension to be inadequate. The physician then removed and reloaded the first carrier (right side) onto the delivery device. Upon attempting to redeliver the first carrier, the delivery device tip came into contact with the pubic ramus bone and the tip bent. The physician completed the procedure with another solyx single incision sling system. The patient's condition following the procedure was reported to be "fine."